Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017 the patient had a left knee total knee replacement to address left knee osteoarthritis. Depuy components including depuy patella and depuy cement x 2 were used during this procedure on (B)(6) 2020, the patient had a revision of the left total knee arthroplasty to address pain and mechanical loosening. The surgeon reported that the tibial baseplate was loose with no interface provided. The insert and femoral component were revised with no allegations of deficiency. The patella was said to track appropriately and was not revised. Competitor components were implanted during this procedure including competitor cement. Doi: (B)(6) 2017, dor: (B)(6) 2020, left knee.